Event description:
It was reported to boston scientific corporation in 2008, that a leveen needle electrode was used during a radio frequency ablation procedure performed three days prior. According to the complainant, the "roll-off was obtained in three to four minutes" during the procedure. "The early-time to reach roll-off felt strange to the physician and he alleged that the device was not turned on electricity properly". The procedure was "discontinued" at that time. "The patient underwent an ethanol infusion therapy". The procedure was completed with a different device (manufacturer unknown). Additional information reported that the generator and pads performed properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.